Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to deploy the vascular stent in the left sfa through a right groin access the handle became allegedly loose and the shaft allegedly broke. It was further reported that after the vascular stent system was removed from the patient without incident; the device was identified with an alleged kink and the stent partially deployed. Reportedly, and alternate vascular stent system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the system was in use and that the user could not deploy the stent at all. A force transmitting component was found broken in the mid section which made a deployment impossible; the breakage of the sheath metal braiding filaments and the sheath metal wire indicated that a high release force was present when the user tried to deploy the stent. During evaluation, the handle was found in good condition. An indication for a process related issue could not be found. Based on the information available, and the evaluation of the returned sample a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.'

Event description:
It was reported that during an attempt to deploy the vascular stent in the left sfa through a right groin access the handle became allegedly loose and the shaft allegedly broke. It was further reported that after the vascular stent system was removed from the patient without incident; the device was identified with an alleged kink and the stent partially deployed. Reportedly, and alternate vascular stent system was used to complete the procedure. There was no reported patient injury.